Event description:
The md and rn were at the bedside preparing for bipolar pacing catheter (temporary pacing wire) placement for an unstable patient. Test of balloon failed prior to patient insertion (balloon did not inflate). It is standard practice to test balloon prior to insertion. A new catheter was obtained and the procedure was completed without incident.====================== health professional's impression======================device malfunction - unknown.